Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 360 units of insulin during the load sequence. Reportedly, the customer was using cold insulin, over filling the cartridge and was not removing residual air from the cartridge. Tandem technical supported educated the customer to use room temperature insulin and to remove any residual air from the cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.